Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that two of the bolts that hold the seat plate into place have fallen out.